Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would not boot and presented e011 code on the generator which meant the cap did not have 400 volts. It was found that the ground fault circuit interrupter (gfi) in the power control enclosure tripped. The system was reset in accordance with manufacturer instructions. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while on-site for a different case, a manufacturer representative replaced parts and once the system was powered on there was a constant generator error. The image acquisition system (ias) was continuously beeping. There was a eo11 error. There was no patient present when this issue was identified.